Event description:
Taxus express2 post market surveillance study. Same pt as 2134265-2008-04139. It was reported 140 days following a coronary artery stenting procedure that the pt expired. The index procedure treated two vessels. The 90% stenosed 3.5x12mm target lesion located in the mid right coronary artery (rca) was treated with a 3.5x12mm taxus express2 drug eluting stent deployed at 12atm's. No pre or post dilation was performed but ivus was used to confirm 0% residual stenosis. Treatment for the 90% stenosed 3.0x12mm lesion located in the distal left circumflex (lcx) used a taxus express2 3.0x12mm drug eluting stent deployed at 10atm's. Post dilation with an unk 2.75x10mm balloon at 16atm's was performed. Ivus was used to confirm a 0% residual stenosis. The pt was discharged one day post procedure on bayaspirin and plavix. No problems were reported at the 1 month follow up. The physician received info at the 3 month follow up that the pt was unable to eat or take drugs. The physician received a phone call 140 days post the index procedure from the family that the pt had expired. Details concerning the pt's death are "unk". The relation between the taxus express2 stents and the event are reported as "unk."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be anticipated procedural complication.